Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: hartman, d. Et al (2016) limiting pre-incision instrument uncovered time via quality practice intervention decreases veptr implantation surgical site infections. Abstracts / spine deformity 4(2016) 446-464. This report is for unknown veptr/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following abstract, hartman, d. Et al (2016) limiting pre-incision instrument uncovered time via quality practice intervention decreases veptr implantation surgical site infections. Abstracts / spine deformity 4(2016) 446-464. A consecutive series of 187 veptr implant procedures performed between february 2007 and september 2015 were identified in the study. A total of 16 procedures resulted in ssis (surgical site infection). This is report 1 of 1 for (B)(4). This report is for an unknown veptr and refers to surgical site infections.